Manufacturer narrative:
A ventilator was reported failing pressure transducer test. The service engineer changed the expiratory cassette and the pressure transducer channel printed circuit boards (pcbs). The replaced parts were not returned, but logs were returned. Returned logs could confirm the reported fail, and it intermittently started at (B)(6) 2020. Fails in pressure transducer test may lead to wrong pressure in the patient circuit. Appearance of these failures will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. Since no parts were returned for investigation, the root cause of the failed pre-use checks has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).